Event description:
It was reported that during a robot-assisted esophagectomy procedure, after cervical anastomosis by the circular, closed by ech60s and gst60b. After the 10th firing, the staples were not deployed at all (it was confirmed visually that the staples were deployed about 10%), and there was bleeding. After compression hemostasis, additional hand suture was performed to close. The amount of bleeding was unknown. It was checked the cartridge after firing. There was a staple remaining at the proximal end as if it had been caught on something and stretched, and the tissue and the intended formed staples were piling up at the tip. The doctor commented that the tissue was gathered at the proximal end because it was tried to close in one firing of 60mm. The doctor never experienced that the staples were not deployed before. The cartridge color was blue. Another device was used to complete the case. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/26/24. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? - how was the bleeding controlled? - how much blood was lost (ml)? - did the patient require a transfusion? - was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech60s with lot/batch number, c9ec10, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 1/29/2025. D4 batch #c9e78x. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with one gst60b reload present. The reload was received fully fired. Additionally, photos were provided and they showed a device 60 mm from top view, with the battery pack loaded and with a blue reload present. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, an event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. The condition noted on the event log has been correlated to the design. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number c9e78x, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2025. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Manufacturer narrative:
(B)(4). Date sent 2/19/2025. D4 batch #c9e78x. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with one gst60b reload present. The reload was received fully fired. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, an event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. The condition noted on the event log has been correlated to the design. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Additionally, photos were provided and they showed a device 60 mm from top view, with the battery pack loaded and with a blue reload present. In addition, tissue was observed on the reload and anvil. A manufacturing record evaluation was performed for the finished device batch number c9e78x, and no non-conformances were identified.